Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was having to recharge their device daily, and therefore stopped charging their device. Since the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
Additional information received stating the device met longevity and identified that there were no known allegations of deficiencies against the device. Therefore, no longer reportable.

Manufacturer narrative:
Correction - section b5 - there were no known allegations of deficiencies against the device. Therefore, no longer reportable. The reported event that the ipg was at end of life (eol) was confirmed. As received, the ipg was responsive and communicated with lab utilities. The ipg passed functional testing on the autotester except for the ucod test due to a broken feed through wire on channel 16 which is not related to the reported event. The 10-year-old device also provided more than 24 hours of stimulation on a full battery recharge and is therefore considered normal end of life (eol).